Event description:
Per the report received from denmark, a 3300tfx25mm valve implanted in aortic position was explanted after an implant duration of two (2) days, due to impaired leaflet coaptation leading to a large central insufficiency. As per surgeon's report, the first intraoperative echo showed moderate to mild aortic regurgitation, with an unusual jet between right and non-coronary cusp, but no further actions were made during first operation. However, in postoperative echo (day 3), moderate to severe aortic regurgitation in the entire length of the right cusp was noted, and the re-operation was done with bioprosthetic valve implanted in replacement. There, the flipped and agglutinated cusp in the peripheral 1-2 mm edge was found, which apparently caused a big hole in the tissue valve, leading to regurgitation. As per surgeon's opinion, there were no findings suggesting any problems related to the implantation three days prior. The patient was discharged home and doing well after the reintervention.

Manufacturer narrative:
H11: additional manufacturer narrative: customer report of "leaflet coaptation" was unable to be confirmed through visual observations. X-ray demonstrated wireform intact. Functional testing could not be performed due to condition of valve as received. Sewing ring was cut in multiple areas around the valve. Wireform exposed on commissure 1 on the outflow aspect. No other visible inconsistencies were observed on the valve. All three leaflets were stiff and translucent-like due to dehydration. A horizontal crease was observed on the cusp of leaflet 3. Suture holes were visible around the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from denmark, a 3300tfx25mm valve implanted in aortic position was explanted after an implant duration of two (2) days, due to impaired leaflet coaptation leading to a large central insufficiency. As per surgeon's report, the first intraoperative echo showed moderate to mild aortic regurgitation, with an unusual jet between right and non-coronary cusp, but no further actions were made during first operation. However, in postoperative echo (day 2), moderate to severe aortic regurgitation in the entire length of the right cusp was noted, and the re-operation was done with a 23mm bioprosthetic valve implanted in replacement. There, it was found that the cusp was flipped and agglutinated in the peripheral 1-2 mm edge, which apparently caused a big hole in the tissue valve, leading to regurgitation. As per surgeon's opinion, there were no findings suggesting any problems related to the implantation two (2) days prior. The patient was discharged home and doing well after the reintervention.

Manufacturer narrative:
Updated section b5 (describe event or problem).

Manufacturer narrative:
The following sections were updated/added: h6 (type of investigation, investigation findings and investigations conclusions) corrected data in section h6 (type of investigation): analysis of images replaces 4112 (analysis of information provided by user/third party) additional h6 (type of investigation) codes: labelling review and analysis of images h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Images were provided and reviewed. Customer provided images show valve in jar with liquid and are consistent with product evaluation observations excluding dehydration of leaflets. Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to leaflet immobility/restricted motion. Therefore, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.